Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced four syncopal episodes. It was noted the implantable pulse generator (ipg) had reached elective replacement indicator (eri) / recommended replacement time (rrt). High thresholds were also noted on the right ventricular (rv) lead on past trends. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.